Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called in reporting that device is making a strange noise. There was no reported patient involvement/adverse patient impact.